Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined that the customer keeps the external usb data cable connected to the device at all times. Physio was able to narrow the reported issue down to the cable and replaced the data cable from the customer's stock. Physio-control further evaluated the removed usb data cable and determined that the cause of the reported issue was because of damage to the cable at the interconnect strain relief. When the cable is connected to the device and is flexed, it causes a short and the device to lose power.

Event description:
The customer reported that their device lost power on its own. The reported loss of power was observed during a shift check and there was no patient use associated.